Event description:
It was reported that during a proctectomy procedure, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4 batch #939c98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received with the left gripping surface damaged making the reload nonfunctional, the proximal 6 drivers up and with the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 939c98, and no non-conformances were identified. The lot#962c75 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.